Event description:
It was reported that this patient underwent a lead extraction for noise previously observed on both the right ventricular (rv) and right atrial (ra) leads. During the extraction, a laser was being used to remove the right ventricular lead. This procedure caused a small perforation either in the lower right atrium or the top of the right ventricle. The perforation was repaired but the patient expired later that day. The physician believes that the perforation could have caused or contributed to the patient's passing.